Event description:
The device has been explanted.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for left side "intracapsular rupture confirmed on MRI and ultrasound", "pain and discomfort", "ultrasound confirms that there is extensive intracapsular rupture and a tiny focus of contained extracapsular silicone from a tiny leak or gel bleed". The device remains implanted.